Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was 534 mg/dl with nausea and symptoms of dehydration associated with an alleged use-error and alleged intermittent power issue malfunction. It was reported the patient discontinued pump therapy and treated with insulin via injection at the phone advice of a healthcare provider. The reporter noted the pump¿s settings were not recently changed. Reportedly, the pump was experiencing an intermittent power issue and was not properly primed following issue. This complaint is being reported because the alleged hyperglycemia that was attributed to a use-error related to a pump malfunction.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/18/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box the pump¿s total daily dose history correlated appropriately with the programmed basal rates, indicating accurate delivery. No power issues were observed. An empty cartridge alarm occurred on (B)(6) 2014 at 11:56, after which insulin delivery was not resumed. There was no damage to the battery compartment. The battery cap was able to secure properly to the pump. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.